Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory tube of an rt340 adult dual heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt340 adult dual heated evaqua breathing circuit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory tube of an rt340 adult dual heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 50cm from the patient end connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 adult dual heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).